Event description:
It was reported that the insulin pump alarmed battery out limit during normal device use, and the customer was unable to resolve the alarm. The blood glucose reading was 75 mg/dl. The customer stated that the alarm went off twice that day, and every time he changed the battery, it kept alarming. He noted that he was unable to get out of the alarm notification screen. He stated that he was unable to get the insulin pump to work correctly at all. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.